Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "when the client was having a PICC catheter placement, after the catheter was placed and connected to the connector device and loaded into the decompression sleeve, a blue rubber plug-like thing fell out from the inside, and the catheter placement teacher didn't dare to continue to use it, so he could only replace the new package and re-connect the new connector, and after the replacement, there was no problem, and the catheter placement was completed successfully."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislodged compression sleeve is inconclusive due to the state of the returned sample. One proximal piece of a two-piece groshong nxt connector assembly was returned for evaluation. An initial visual observation showed some damage on one locking arm of the proximal connector piece and on the red luer hub. No pieces of the allegedly dislodged compression sleeve were returned with the sample. The distal piece of the connector assembly was not returned for evaluation. Because the distal connector piece and compression sleeve were not returned for evaluation, it was not possible to confirm the alleged event of a dislodged compression sleeve or determine a root cause. Therefore, this complaint is inconclusive at this time. As a note, the compression sleeve is an internal component of the distal connector piece of the two-piece groshong nxt connector and is essential to the proper function of the connector and should not be removed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "when the client was having a PICC catheter placement, after the catheter was placed and connected to the connector device and loaded into the decompression sleeve, a blue rubber plug-like thing fell out from the inside, and the catheter placement teacher didn't dare to continue to use it, so he could only replace the new package and re-connect the new connector, and after the replacement, there was no problem, and the catheter placement was completed successfully."